Event description:
Additional information received reported the patient outcome was ¿good.¿

Event description:
It was reported the patient was to undergo a pump revision sometime in (B)(6) 2012. The reporter stated that there were "no issues." The reason for pump revision was not reported. There was no other information provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.